Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with epithelial ingrowth in the left eye four weeks following bilateral lasik surgery. The patient reported they were doing well. In a follow up, the technician reported the event continues with no treatment provided. The doctor is monitoring the patient who will return in two months for follow up. No further information is expected.